Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, r wave sensing was decreased and right ventricular (rv) pacing impedance was elevated. The rv lead output was adjusted and the patient was enrolled in merlin.net. The patient is stable.